Event description:
Received information from affiliate. Pt went to see their ophthalmologist who diagnosed an advanced ulcer in the right eye's cornea and immediately hospitalized the pt to a clinic. In november 2002 the ophthalmologist wrote that the pt's overall condition is clearly reduced. Improvement may be expected during the next two weeks. No additional information is available at this time.